Event description:
Additional information was received as follows: cta's 1 month post-implant were reviewed. The bifurcate was seen positioned approximately 1cm below the renal arteries, in the area of the proximal neck which is acutely angulated approximately 90degrees. The ipsilateral limb was seen placed into the right common iliac artery, and the ipsilateral extension extended 3cm (3 stent rings) beyond the bifurcate ipsilateral limb. The contralateral limb extended approximately 3cm into the left common iliac artery. The right (ipsilateral) limbs were seen occluded beginning at the bifurcate flow divider, and continuing just past the distal end of the ipsilateral extension. The flow down the right side resumed at the right external iliac artery. The contralateral limb was patent the entire length. At the proximal location of the occlusion (at the flow divider), near an angulated portion of the stent graft just proximal to start of the aneurysm sac, the ipsilateral limb ID was seen compressed to approximately 0.6mm x 1.3mm. There is also an area of calcification seen in this location. This compression appeared to have been caused by the adjacent (non-compressed) contralateral limb, possibly due to the stent graft angulation and noted calcification. Approximately 1cm distal to the compression, in the aaa sac, the ipsilateral limb ID opens to 14mm. The aaa diameter is 4cm x 3cm, is ringed with calcification, and has the appearance of two separate chambers. No endoleaks or other stent graft issues were observed. A single returned x-ray shows only the distal limbs; no stent graft issues are seen. Pre-implant images were not provided, and more recent post-implant images were not provided; therefore a current assessment of the stent graft occlusion could not be performed.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent graft occlusion). Patient's condition affected effectiveness of device (mild tortuousity in the iliac arteries). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (mild tortuousity in the iliac arteries).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.7 cm diameter fusiform abdominal aortic aneurysm approximately 32 months ago. The aortic neck was 18 mm in diameter and 10 mm in length with an angulation of 120 degrees. The distal aorta was 23 mm in diameter. The iliac arteries were 13 mm in diameter bilaterally with mild tortuousity and 5% stenosis. The right femoral artery was 11mm in diameter, and the left was 10mm in diameter. The circumferential aortic mural thrombus/calcification at the proximal neck was 40%. No complications were reported post implant. It was reported that a CT with contrast done one month post implant revealed a stent graft occlusion in the right iliac. The occlusion was in the ipsilateral extension and not the ipsilateral limb of the bifurcated stent graft. The physician believes the occlusion was caused by compression of the stent graft. The occlusion was also reported on imaging done at approximately one year and two years post implant. No secondary interventions have been reported and the patient is fine.

Manufacturer narrative:
Evaluation method: (film).